Event description:
It has been reported to the co that the occlusion balloon would not deflate during the procedure. The physician inserted the occlusion balloon wire into the pt's saphenous vein graft and inflated the occlusion balloon to 6mm, and the vessell was not occluded. The physician started the case. The physician deployed the stent in the lesion. The physician inserted the aspiration catheter and pt experienced chest pain. The occlusion balloon was now occluding the vessel. The physician aspirated and put the wire back into adapter to deflate the balloon and it would not deflate. The physician attempted a second time and the occlusion balloon would not deflate. The physician cut the hypotube shaft of the wire and still the balloon would not deflate. The physician pulled the balloon through the stent and the balloon deflated. Physician stented the area with additional stents and administered medication to restart flow.